Event description:
The customer reported that his blood glucose is staying in the insulin pump after treating with the bolus wizard. Explained the customer that the readings will stay on the device for about five to six minutes. During the call, the customer stated being hospitalized due to high blood glucose of 485mg/dl. The customer stated that he was taken by ambulance to the hospital and stayed overnight. The caller stated that he did not get any alarms and believes the issue may be site related. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.